Event description:
It was reported that the programmer screen was broken and the keyboard was detached. The programmer rf head was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found that the display overlay was broken and the keyboard was detached from the hinges. (B)(4) analysis found that the programmer rf head cable was damaged.